Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to pass recognition and engagement tests. There was no damage found during visual inspection. The medium-large clip applier moved intuitively with full range of motion in all directions. The grip was bent, and the tip does not align with the other grip. The grips still opened and closed properly. The instrument passed the clip test on both attempts. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not clipping. The customer stopped using the instrument and used a backup instead. The procedure was completed with no patient harm.